Event description:
Olympus was informed that the user facility was not reprocessing endoscopes in accordance with the directions for use. The user facility was reportedly wiping down the exterior of the devices with an unknown cleaning agent and flushing the channels with a surgical scrub solution. There were no reports of infection or cross contamination.

Manufacturer narrative:
The user facility was reportedly not performing leak testing, manual cleaning in an enzymatic solution, or manual or automated high level disinfection of the endoscopes. An olympus endoscope service specialist (ess) has visited the user facility and provided inservicing on appropriate reprocessing of endoscopes, and has provided information regarding all necessary supplies for correct reprocessing. The user facility is reportedly planning to implement all necessary steps. The ess is planning a follow up visit to provide further training if needed. Review of shipping records indicates that in addition to the subject device referenced in this report, the user facility also has additional models of pulmonary flexible endoscopes. The device instruction and/or reprocessing manuals provide detailed instructions on how to appropriately reprocess endoscopes. This report appears to be a case of user error.